Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm reading was low. No symptoms were reported but when a fingerstick was taken the blood glucose reading was 268 mg/dl. An ambulance was called and the patient was brought to the hospital. The patient could not confirm any treatment that would have been given, but stated they were discharged after 4 days. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).